Event description:
Patient was admitted for a traumatic open wound about the knee that they irrigated. Primary implant was done at another facility, as such, no record of initial implant info.

Manufacturer narrative:
Initial implant done at hosp other than reporting hosp. No record of the initial implant info. Hospital will not provide patient info citing hippa regulations and asserting that this event was not product issue.